Event description:
Patient had episode of what appears to be noise on rv ICD lead that resulted in 5 shocks. Vt/vf therapy was disabled and the patient will be admitted for further evaluation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.